Event description:
It was reported to boston scientific corporation on january 7, 2009, that a resolution clip device was used during a post polypectomy bleed procedure performed in 2008. According to the complainant, during the procedure, problems were encountered passing the clip through the catheter. The clip could not be advanced through the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.